Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Failed circulation pump. No vacuum on the left port and system is due for the 2k pm, quote sent. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the user was getting alert 01,02 and 113, they tried draining and refilling but the device wont fill. Failed circulation pump. No vacuum on the left port and system is due for the 2k pm, sending quote.